Event description:
It was reported a device was used during a laparascopic cholecystectomy and the device failed. The handpiece was tested with the test tip and a new disposable, and did not work. The case was completed with a different hp052. There was no patient consequence.